Event description:
Physician stated that pt developed leak after 4 years at left iliac limb which had become detached. The leak was corrected by implanting a medtronic cover graft within the limb beyond the guidant graft. Pt has tortuous arteries making the procedure difficult; however, leak has been resolved.

Manufacturer narrative:
Notification of endoleak was received as feedback on a mailing sent 7/06 to physicians who follow ancure pts.